Manufacturer narrative:
The device is not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging is also unavailable for review; without imaging, the investigation cannot verify if the event occurred as described, nor could the investigation further evaluate the cause of the reported event. This information may be updated if additional information is provided at a later date. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or has malfunctioned. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Microvention objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
As reported to microvention: "there was a detachment issue with web. There was a patient fatality." The patient reportedly passed away; the cause of death and any co-morbidities remain unknown. The physician has declined to provide additional details beyond the initial information shared. The microvention representative formally assigned to this account was present during the procedure but reportedly was not aware of any product-related concerns or adverse event upon completion of the procedure.